Event description:
Reference number (B)(4) event occurred in the united states on (B)(6)2024, patient faced 9 tubing detachment from connector infusion set. Infusion set was in use for few hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available

Manufacturer narrative:
Initial and final MDR(B)(4) - device 2 of 9